Manufacturer narrative:
One cadd® cadd-ms® 3 pump was returned for analysis. The customer's reported problem was "pump alarming as blockage". The customer's stated problem was verified. The device displayed error 116. The dso was shattered causing the blockages. The dso was replaced.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump was "alarming as blockage". No report of any patient involvement.